Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields:d9,h2,h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image problem a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: not connecting to the tower due to the faulty plug unit, moreover, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication problem with the tower. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.